Manufacturer narrative:
Unit passed displacement test; it failed self test returning an unexpected hardware low level failure alert. No unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. Hardware low level failure alert is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they experienced high blood glucose. The customer's blood glucose value was 295 mg/dl. The customer experienced nausea and vomiting due to high blood glucose. The customer treated high blood glucose with manual injection. Customer did not trust pump anymore. The customer reported low battery alert. Asked customer verbally and in written form to return broken pump for analysis. The insulin pump will be returned for analysis.